Manufacturer narrative:
The device was in use for treatment. The device was not returned to perform an analysis; as a result, the allegations against this device (blood loss) cannot be confirmed. The article does not indicate failure or malfunction of the arrive braided transseptal sheath 10f. The article describes the event as a complication of the procedure. The event is being reported as the sheath was in use when the event occurred. The customer could not confirm the lot number or the model number; the article references a 10f non-steerable sheath as the model used in the study. Since the lot number was not provided, a review of the device history record could not be performed. Although the root cause of the event could not be determined, this type of event may occur if the user advances, torques, or withdraws the sheath when there is resistance. Review of the qa in-process and final inspection procedure identified that dimensional inspection is inspected 100 % for distal tip length, shaft length, proximal end ID, distal tipped end ID, shaft od, sideport ID (p/f), overmolded shaft length, hub ID, flushport hole ID and shaft od on the arrive sheath. If product does not comply with its specifications, it is rejected. In addition, qa inspection includes 100 % inspection of the following: roll test, visual inspection for dents, bumps, cracks, wrinkles, kinks, exposed braid or marker bands, and delamination, or damage that may cause premature failure. Verify no separation between transitions of shaft, inspection for obstruction to assure inner lumen is free of any obstruct material, pull test to check for bonding of tubing to the hub, hole punching and leak test on all units. The instructions for use (IFU) provide the following warnings and precautions: avoid sheath entanglement with other catheters, devices, or wires. Such entanglement may necessitate surgical intervention. Aspirate and flush the sheath frequently to help minimize the potential for embolic events resulting from the introduction of air or the formation of clot within the sheath. Use extreme care when manipulating the sheath and/or dilator. Lack of careful attention can result in injury such as perforation or tamponade. Do not use excessive force to advance or withdraw the sheath, especially if resistance is encountered. Do not use the sheath if it is kinked, damaged, or cannot be straightened. Do not at any time preshape or bend the sheath. Bending or kinking can cause damage to the device. When using the sheath in the presence of rf ablation, care must be taken to assure all ablating elements are outside the sheath. Remove devices from the sheath slowly. Rapid removal may damage the valve components resulting in blood flow through the valve and cause a vacuum allowing air to enter the sheath. Potential adverse events associated with percutaneous procedures include, but are not limited to, the following conditions : access site complications, air embolus, aortic puncture, arrhythmias, atrial septal defect, av fistula formation, coronary artery spasm or damage, death, device entrapment, dissection, hematoma, hemorrhage, infection, myocardial infarction, nerve damage, pacemaker or defibrillator lead displacement, perforation or tamponade, pericardial effusion, pleural effusion, pseudoaneurysm, pulmonary edema, stroke, thromboembolic events, valve damage, vasovagal reaction, vessel spasm or trauma. - attachment: [literature_22957 (1).pdf]

Event description:
The customer reported an article from european society of cardiology revealed that 150 patients underwent first pulmonary vein isolation (pv9) for atrial fibrillation (61% paroxysmal) using pvac. The data as well as in-hospital complications were compared with 300 matched patients who underwent pvi using irrigated rf (irf). Per the article (safety profile of multielectrode-phased radiofrequency pulmonary vein ablation catheter and irrigated radiofrequency catheter), the patients underwent the procedure sometime between 2010 and 2013. This report addresses the event with one (1) patient of minor blood loss.